Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 11/27/2012 to the present date 11/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an error code 243.4070. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an error code. There was no patient involvement.